Event description:
There was leakage observed and patient felt pain during an insulin injection.

Manufacturer narrative:
There was leakage observed and patient felt pain during an insulin injection. Production eview showed no abnormalities or deviations from the validated manufacturing process for the main batch 211659. No leakage was observed when the pen needle was tested according to iso11608-2:2012. All pens on the instruction for use are compatible with the pen needle. The penetration force testing review also showed no abnormalities.